Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer¿s current blood glucose was 392 mg/dl. Customer¿s blood glucose value was 400 mg/dl. Customer also specified other relevant blood glucose value was 398 mg/dl. Customer treated with insulin pump for high blood glucose. Customer stated that the drive support cap was normal. The product will return for the analysis.